Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced inconsistent stimulation perception and a return of pain. There were impedance issues noted, with values of 11090 to electrodes 5, 6, 13, and 14 in standing position, and to electrodes 6 and 14 in supine position, both marked with an orange caution icon. Intermittent stimulation issues were also reported. Impedances were checked in various positions, and an ap and lateral image were obtained, which showed no lead migration. Reprogramming was completed without using the affected electrodes, and the new programming was tested in sitting, standing, and supine positions.the issue was resolved in the clinic, and both implanting and managing providers were notified. The manufacturer representative (rep) indicated they would send any further information as they become aware.